Manufacturer narrative:
MFR report #: 9617175-2025-00023. The complainant reported 'fimea ca in finland has received a vigilance report from professional user with medical device liquiband optima at the wellbeing services county of north savo in 22.10.2025. Translated - the child has a wound at the corner of the eye. Despite precautions, glue got into the eye. Two nurses were applying glue to the wound. Protection with gauze folds. The child refused to open either eye after the glue was applied, so an examination could not be performed before discharge.' The IFU states: "when closing facial wounds near the eye, please position the patient so that any run-off of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic placement of petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective at preventing inadvertent flow of adhesive into the eye." However, it is stated that the eyes were protected with gauze folds so it is unclear at this moment how and why the adverse event occurred. Although not confirmed, medical intervention may have been required, in the form of the eyes having to opened in a hospital operating room, to preclude permanent impairment of a body function or permanent damage to a body structure. Therefore, this event is being reported as a precautionary measure as if so, it would then meet the definition of a serious I jury.

Event description:
MFR report #: 9617175-2025-00023. This product is similar to a product marketed in the USA. The complainant reported 'fimea ca in finland has received a vigilance report from professional user with medical device liquiband optima at the wellbeing services county of north savo in 22.10.2025. Translated - the child has a wound at the corner of the eye. Despite precautions, glue got into the eye. Two nurses were applying glue to the wound. Protection with gauze folds. The child refused to open either eye after the glue was applied, so an examination could not be performed before discharge.'